Event description:
The user facility reported that after reprocessing step was completed by an automated endoscope preprocessor (aer), the facility nurse noted the some fluids dropped from the three endoscopes . It was reported that the nurse felt suspicious about the fluids; however, the nurse continued dropping for 5 day after the day, an olympus sales rep reportedly inspected the aer and the subject connecting tube, and found the reprocessing fluid did not run out from the subject device. In addition, the sales rep reportedly found the pin within the equipment side connector of the subject device was broken and missing. It was reported that the facility used the endoscopes, which had been reprocessed by the subject device and the aer, for (B)(6) patients. The facility reportedly is scheduling the blood tests for the patients.

Manufacturer narrative:
The subject device was returned to olympus medical system corp (omsc) for evaluation. The evaluation confirmed that the pin broke off. There was no irregularity in the manufacturing record during the period when the subject device lot was supposed to be manufactured. Based on the similar case, the pin likely broke due to degradation and excessive force during use. This report is being submitted as medical device report in an abundance of caution.